Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected episode of atrial fibrillation (af). The right ventricular (rv) lead exhibited a suspected paced beat with deflection. The lead remains in use. No further patient complications have been reported as a result of this event.